Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however a specific value was not provided. Reportedly, the customer administered a manual injection and a correction bolus via pump to address bg level and reverted to manual injections for insulin therapy. Additionally, it was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.